Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The product will not be returned to zimmer biomet. Once the investigation is complete, a follow up MDR will be submitted.

Event description:
It was reported that palacos cement was opened. Upon opening, it was observed that the monomer vial was broken. It was noted that there was no apparent damage to the outer or inner packaging. A second pack of the same cat and lot number was opened and the same results found. A third set was opened and the product was fine, and was used for implantation. The type of procedure that was to be performed for a total knee arthroplasty. The reported event occurred prior to surgery. There was no delay and an alternate device was available for use. The surgical technique for the product was utilized. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.